Event description:
The patient received assistance from their doctor or company representative and their concerns were resolved. An appointment date of (B)(6) 2014 was noted.

Manufacturer narrative:
Product ID: 3550-29, lot# n465576, implanted: (B)(6) 2014, product type: accessory. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer. (B)(4).

Event description:
It was reported that the patient believed that her lead had been dislodged because she had been bending over. There were no symptoms and the patient was receiving some pain relief. Additional information has been requested to provide additional details surrounding the event, but was not available at the time of the report. A supplemental report will be made available when this information is received.